Event description:
It was reported by the patient's mother that the patient's blood glucose levels rose to 520 mg/dl, while wearing the pod between 4 and 24 hours. The patient was feeling pain and the mother reported being unsure if the cannula was properly seated in the infusion site (arm). When the pod was removed there was blood. As treatment, the patient changed out the pod.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have resulted in the cannula failing to properly insert into the infusion site or cause pain during insertion. No damage to the environmental seal or bottom housing was observed. The cause of the reported unsure properly inserted cannula event or the reported pain during insertion event could not be determined. Blood was observed in the tip of the soft cannula. No damages or deficiencies that could have contributed to the bleeding were observed. The cause of the bleeding could not be determined. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown.